Event description:
I used two icy hot patches xl. One on my back the other on my hip. Had them on for about 5hrs. When I removed them in 2008, I still have two big red marks on my hip and back. Dose or amount: 2 patches different.